Manufacturer narrative:
The customer's complaint of discrepant low tni was not observed during in-house testing of retain lot w57915. The lot met specifications. No sample was returned. Sample interference cannot be ruled out. Unable to determine the root cause of customer's complaint. A review of the MFR record for the lot did not uncover any nonconformities. The product performed as expected during in-house testing.

Event description:
Customer reported discrepant low troponin I (tni) result in comparison to the analyzer tni result. On (B)(6) 2014 a (B)(6) female was seen due to dyspnea. Results as follows: triage tni <0.05. Analyzer tni 0.473. Reference range: triage: normal <0.05; indeterminate 0.05-0.39; cardiac damage >=0.4. Analyzer: the 99th percentile determined to be 0-0.045 ng/ml. The imprecision at 0.045 is approx 10%. The draw time was the morning of the same day and tests were done about three hours later in room temperature on both the triage and analyzer. The pt may have been hypoxic all night, takes off bipap mask. Oxygen saturation 45-50%. The electrocardiogram (EKG) showed normal sinus rhythm lead 1, v2, v3 consistent with ischemia. Xray: scarring and fibrosis of lungs, heart size borderline normal. Elevated troponin I was probably due to hypoxia (per md). Clinical decisions were made based on the analyzer results. The clinical impression was dyspnea and respiratory failure. The pt was discharged back to nursing home. There was no additional info provided.